Manufacturer narrative:
This event is a known potential adverse event addressed in the labeling for all allergan tissue expanders. As the specific device type is unknown, no device labeling can be sent at this time. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event additional information regarding the event, product, or patient details has been requested of the reporter by allergan; no additional information is available at this time.

Event description:
Physician reported, "fevers, elevated white blood count, swelling and pain," identified as "cellulitis". This record captures the right side device; see MFR # 9617229-2017-00879 for the left side.